Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that not all cleaning steps were being completed and informed the customer that improper and/or incomplete reprocessing or storage can present an infection control risk. The facility was not performing bedside cleaning steps before manual cleaning. The endoscopes were not leakage tested prior to manual cleaning. There was insufficient brushing on the instrument channel port and no cleaning brush was available at the facility to brush the instrument channel port. The staff was not removing detergent form the channels prior to disinfection. The staff was not checking the high-level disinfectant temperature and concentration prior to immersing scope in disinfectant solution. The staff was only checking the temperature concentration once a day at the beginning of shift. Sterile rinse water was being reused all day to rinse multiple scopes. Disinfectant rinsing flushing recommendations were not being followed as per the disinfectant manufacturer recommendations. The scopes were being stored in the decontamination room hanging on a wall hanger; no storage cabinet was available at the facility. The ess recommended to create an action plan for the reprocessing technician to receive additional training and to obtain the necessary cleaning and disinfection items needed in order to reprocess all scopes as per the olympus reprocessing manual recommendations. The ess completed a reprocessing in-service for the reprocessing staff. The in-service included all pre-cleaning, leak testing, manual cleaning, disinfection, and sterilization information from the olympus manual. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for oes cysto-nephro fiberscopes. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scopes were being reprocessed incorrectly. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because the user facility failed to following instructions. The following is stated in the instructions for use, chapter 5 "reprocessing": "the medical literature reports incidents of patient cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that reprocessing personnel have a thorough understanding of and follow all national and local hospital guidelines and policies. A specific individual or individuals in the endoscopy unit should be responsible for reprocessing endoscopic equipment. It is highly desirable that a trained backup be available should the primary reprocessing individual(s) be absent. All individuals responsible for reprocessing should thoroughly understand: your institution's reprocessing procedures. Occupational health and safety regulations. National and local hospital guidelines and policies. The instructions in this manual. The mechanical aspects of endoscopic equipment. Pertinent germicide labeling".